Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No further event or patient information is available. Data was provided for evaluation. The complaint confirmation was confirmed via data. The root cause was the mobile device updated its operating system which closed the app.